Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:"1. Wash your hands thoroughly with soapand water.2. Prior to opening the sealed catheter pouch,apply pressure to the foil packet to release thewater. Ensure all water is released from thefoil packet.3. Wet the catheter by holding the package withthe printed side up and tip the packageend-to-end three to six times to wet the catheter.this movement is required so that the watertransfers back and forth over the catheter to fullywet the hydrophilic coating.4. Peel open the pack at the funnel/handle end justenough to expose 5 cm (2¿) of the catheter, orfor products with an insertion sleeve, expose theinsertion sleeve. Don¿t remove the catheter yet.use the adhesive tab at the funnel end of thepack to stick the pack to a nearby verticalsurface while preparing to catheterize.5. Wash the area around the meatus beforecatheterizing.6. Wash your hands again.7. Using the catheterwith insertion sleeve (gripper):a. Hold the insertion sleeve with yourdominant hand and squeeze it to grip thecatheter shaft as you remove the catheterfrom the pack.b. Next, hold the catheter funnel above theinsertion sleeve with your other hand andslide the insertion sleeve down the shaft,stopping at about 6¿ from the tip. Releasethe funnel.c. Using the insertion sleeve to hold thecatheter firmly, gently pass the tip of thecatheter into your urethra until theinsertion sleeve nears the meatus.advance the catheter until urine startsto flow.without insertion sleeve (gripper):a. Hold the handle/funnel end and removethe catheter from the packaging.b. Gently pass the tip of the catheter intoyour urethra and advance the catheteruntil urine starts to flow.8. Try to keep the catheter steady until urine stopsflowing. When urine stops flowing, slowlywithdraw the catheter, stopping if flow startsagain, until the last few drops have drained.9. Finish by disposing of the catheter and itspackaging. Wash your hands with soapand water."

Event description:
It was reported that the catheter had no lubrication.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter had no lubrication.